Event description:
It was reported that during a total lap colectomy procedure, there were several bleeding staple lines during the procedure, which required extra clipping and stapling. The following evening, the pt had a re-op due to internal bleeding, believed to be from the staple line. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.